Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Sample not returned. Retained kit testing met all specifications. Reagent kit and patient specimens were not made available for investigation. Therefore file kit reagents were used in this investigation. A kit of axsym toxo igg reagent, lot number 71786hn00 stored at the manufacture's facility was tested with axsym toxo igg calibrators, controls and a panel which is used for determination of the assay specificity of the reagent. The calibration passed and all values for controls were within the specifications stated in the axsym toxo igg package insert. The values obtained for the panel were within the manufacturing specifications. There was no indication that the axsym toxo igg reagent, lot number 71786hn00 displayed an unusual performance. As part of the investigation, complaint and manufacturing records for axsym toxo igg reagent, lot number 71786hn00 (and any associated sub-lots) were reviewed. This review did not identify any problems relating to your observation. Based on this investigation, it was determined that axsym toxo igg reagent, lot number 71786hn00, identified in the complaint is currently meeting its safety, effectiveness and label claims. The samples in question were not available for investigation. Therefore the cause of the customer's observation remains unclear for the issue of positive results in the initial test and negative results in the retest. Particulate matter, erythrocytes or turbidity might be present in the samples when tested initially and removed by centrifugation, which was performed prior retest. This is the final report.

Event description:
The customer states that a patient sample initially tested positive (24.3 iu/ml) when tested using the axsym toxo-igg assay and tested negative (0.0 iu/ml) after centrifugation of the sample. The patient was previously known to be negative for toxo-igg. No adverse impact to patient management was reported for this issue.